Event description:
Central leakage of mitral valve. One leaflet appeared to be restricted with very little motion. Fibrous tissue adhesion to two of the leaflets which caused the edge of the leaflets to curl. The third leaflet had a calcified plaque in its midportion but the leaflet edge was not curled back on itself.